Event description:
(B)(4). Irregular periods, bleeding between menstrual cycle, bleeding after intercourse, pelvic pain, bloating, brain fog, joint pain, hair loss, increased allergic reactions, miscarriage, and immune deficiency.